Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation and repair on 2023-01-11. No part was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that there was an interlock alarm on the cardiohelp. The bubble intervention was not defaulting to off state on two new cardiohelps when turning them on. One of the cardiohelps stopped working unexpected during use on a patient. There was a pumpt stop. According to the getinge field service technician (fst) the user did not realize the bubble intervention was turned on, because the user expected the intervention to be off, since this is the default setting in this hospital. The event occurred for a new cardiohelp where the factory settings were not changed. The user did reset the unit and continue therapy. No harm to any person has been reported. Complaint ID# (B)(4).

Event description:
It was reported that there was an unintentional bubble intervention was triggered, which caused a pump stop. The failure occurred during treatment. The user expected the intervention to be off, since this is the default setting in this hospital. The event occurred for a new cardiohelp (serial#(B)(6)) where the factory settings were not changed to the settings of the hospital. The user did reset the unit and continue therapy. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that there was an unintentional bubble intervention was triggered, which caused a pump stop. The failure occurred during treatment. The user expected the intervention to be off, since this is the default setting in this hospital. The event occurred for a new cardiohelp (serial# (B)(6)) where the factory settings were not changed to the settings of the hospital. The user did reset the unit and continue therapy. A getinge field service technician (fst) was sent for investigation and repair on 2023-01-11. A second cardiohelp (serial: (B)(6)) with factory settings was identified. Both cardiohelps were set to the settings of the hospital. Preventively all cardiohelps available for this customer were checked to ensure settings were uniform across all units. Further the customer was instructed how to changing default settings. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. No log files were provided. The root cause was determined as an user error. According to the instruction for use of the cardiohelp chapter 4.10.3 "save hospital configurations" it is the responsibility of the key user to verify the default setting of the hospital are set for every cardiohelp before use. Those configurations are used automatically when the cardiohelp is witched on. According to the instruction for use chapter 3.1.5 the user should only use the cardiohelp-I with activated arterial bubble monitoring which triggers an intervention and/or an alarm when bubbles are detected. In addition according to chapter 2.2.5 the user has to test the arterial bubble monitoring before each use. Additionally in chapter 5.6.1 ¿check before every application¿ it is stated to check every intervention selected by simulating an alarm condition. After a system restore the settings before are not saved and has to be again set by the user. Based on the results the reported failure "unintentional bubble intervention was triggered, which caused a pump stop" could be confirmed, but it was not related to a device malfunction. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.